Manufacturer narrative:
With no device- or patient-identifying information, medtronic¿s complaint database could not be searched to identify any previously reported complaints that may have been included in this article. (B)(4). New technologies for surgery of the congenital cardiac defect authors: david kalfa, m.d., ph.d. And emile bacha, m.d. Rambam maimonides medical journal july 2013 - volume 4 - issue 3 - e0019 doi:10.5041/rmmj.10119

Event description:
Medtronic received information via a literature review article regarding the use of new devices in congenital heart defect repair surgery that 67% of patients less than two years old underwent a post-operative revision surgery at some time following implant of a device from this family of pulmonary valved conduits. Reported reoperation risks included hemorrhagic syndrome, cerebral vascular accident, coronary damage, cardiac rhythm alterations, or infection. Reoperation rates were 22% to 40% at 5 years, depending on the diameter, patient age at surgery, and type of heart defect. Reported device limitations included immunogenicity and inflammatory response, stenosis of the distal anastomosis, pseudoaneurysm of the proximal anastomosis, and severe conduit regurgitation. The article was based on a review of published literature and did not include details regarding the number/dates of device implants or patient demographics.

Manufacturer narrative:
Stenosis, regurgitation, and pseudoaneurysms are known potential adverse events for this device. As the devices either were not returned for evaluation or identified to determine if a device had previously been returned for analysis, a failure mechanism was not able to be determined.